Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2018, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. A nurse visiting the patient reported that the peg tube was unable to be mobilized and the stoma site had purulent secretions; therefore, the patient was hospitalized on (B)(6) 2019. The patient was diagnosed with a buried bumper, which was loosened in the hospital, and discharged home on (B)(6) 2019.